Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of avx thrombectomy system with no other devices. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11470. It was reported that an error message occurred during aspiration. An avx® thrombectomy set catheter was selected for a thrombectomy procedure in a dialysis patient. After a few pumps inside the patient, a 'check saline' error message displayed. Some leaking was noted. A second avx® thrombectomy set catheter was selected and the same issue occurred. The procedure was completed with a third avx® thrombectomy set catheter. There were no patient complications and the patient condition is fine.